Event description:
A us distributor reported that a battery was unable to power on a monitor.

Manufacturer narrative:
Device evaluation of battery pack was completed. The reported problem (will power on monitor) was due to the battery pack cells being discharged. Correction: battery was scrapped root cause: the root cause of the discharged cells could not be positively identified. There was no adverse event that resulted from the damaged battery.